Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for the guide wire becoming kinked during insertion was confirmed. One guide wire and one guide wire assembly were returned for evaluation. The arrow raulerson syringe and introducer needle were not returned. Visual examination revealed the guide wire has one kink and offset coils. The offset coils are 2.3 cm from the distal tip and the kink is 4.9 cm from the distal tip of the guide wire. Microscopic examination confirmed the kink and offset coils and found that both welds are full and spherical. A manual tug test confirmed that both welds are intact. The guide wire measured 602 mm in length and with an outside diameter (od) of 0.861 mm. Both measurements do not meet guide wire specifications of 694- 706 mm and 0.94- 0.965 mm. A device history record review did not suggest any manufacturing related issues. Since the returned guide wire is not the guide wire packaged in the kit, the origin of this guide wire and the defect found could not be confirmed. No further action will be taken.

Manufacturer narrative:
(B)(4). The complaint investigation lab received a second damaged guide wire for evaluation with MDR# 3006425876-2015-00382. Therefore a new complaint was opened and this report is being submitted to account for the second event.

Event description:
It was reported that the guide wire was being inserted through the raulerson syringe and became kinked. As a result, a new kit was opened and used. It is not known if there was a delay in treatment and there was no patient death or complications reported.